Manufacturer narrative:
Citation: tam dy et al. Transcatheter vs surgical aortic valve replacement for aortic stenosis in low-intermediate risk patients: a meta-analysis. Can j cardiol. 2017 sep;33(9):1171-1179. Doi: 10.1016/j.cjca.2017.06.005. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding transcatheter versus surgical aortic valve replacement in low- intermediate risk patients. All data were collected from multiple centers between 2010 and 2017. The study population included 8234 patients, an undisclosed number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: stroke, myocardial infarction, atrial fibrillation, cardiogenic shock, major bleeding, vascular complications, permanent pacemaker implant, aortic insufficiency, and paravalvular leak (pvl). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.